Event description:
As reported by the edwards lifesciences affiliate in germany, for a 48mm evoque procedure, the patient developed a large, diffuse hematoma at the access site involving the superficial femoral artery post operative day one (pod 1). A partial thrombosis with demonstrable perfused lumens measuring up to 35 mm in maximum diameter, as well as a posterior arteriovenous fistula involving the femoral artery (face) was noticed. Given the significantly increased diastolic pressure during the arteriovenous fistula, a clinically relevant flow volume is likely. No actions were taken. On pod 12, patient was discharged. On pod 41, elective surgical closure of the av fistula was performed. The site assessed the event as possibly related to the procedure and not related to the device.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). Additional information from section d4 primary unique device identification (UDI): (B)(4). Additional type of investigation codes that were unable to be added in h6: labelling review based on the complaint investigation, the complaint for damage to vessel during insertion was confirmed with other empirical evidence. These could be likely related to accidental arterial puncture, or medications, or due to a patient's anatomy. However, the complaint report does not provide any information regarding the patient's anatomy, the medication(s) provided, or any issues during the procedure; as no imaging was available nor provided for this investigation. The site assessed the event as possibly related to the procedure and not related to the device. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra or CAPA was required.